Event description:
Mirrors popped out. No pt injury. (B)(6) 2012, customer reports the pt could have swallowed the mirrors but did not. Customer unable to single out a particular pt or procedure.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.